Manufacturer narrative:
B5 summary and section h codes updated to reflect the completed investigation.

Event description:
It was reported that the bed had a scale issue, possibly indicating an inaccurate scale. No patient was reported to have been affected. The model and serial number of the unit involved could not be confirmed as the customer did not make it available for evaluation.

Event description:
It was reported that the bed had a scale issue, possibly indicating an inaccurate scale. No patient was reported to have been affected.